Event description:
Sfa stenting-patient enrolled in trial in another country: severe occlusion of the device reported prior to discharge. Situation resolved with out permanent disability.

Manufacturer narrative:
Please reference MDR 2183870-2008-00219 and MDR 2183870-2008-00220 for other protege everflex stents used in this procedure.